Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During iesu cautery, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, this iesu will be returned to the original equipment manufacturer for additional failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they received error c-34 when trying to coagulate with monopolar energy. However, monopolar cut was working as expected. Bipolar function was not affected neither. Prior to calling tech support they had tried on both monopolar ports with same result. The tse reviewed the error logs and found several instances of mentioned error. The tse asked the customer whether they had a force triad at the site and they stated it was not the case. They would continue with procedure using bipolar and monopolar cutting function, but they request a field service engineer to follow up. The procedure was completed as planned a with no reported injury. Intuitive followed up and obtained additional information. The system functionality checked upon powering on the system. The system initially powered on without errors. There was no injury to the patient. No patient demographic information is available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.